Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent deployment issues and stent damage occurred. Vascular access was obtained via an antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After crossing a non-bsc guidewire and predilation with a non-bsc balloon catheter, a 7mm-180mm/130cm innova stent was advanced to the target lesion. When the stent was deployed about 5cm, the whole system was withdrawn unintentionally and the stent was unable to be deployed. Therefore the physician disassembled the pull grip to expose the internal system and then deployed the stent successfully in the right position by pulling two-layered shaft with hands. However the mid stent was a bit stretched. Plain old balloon angioplasty (poba) was performed with the non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The handle was opened when returned from the customer. The outer shaft was kinked at the nosecone. The mid shaft showed no damage. The inner liner showed no damage. The stent was not returned in the sheath. The handle was separated to inspect for further damage. It was noticed that the mid-shaft was pulled out of the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent deployment issues and stent damage occurred. Vascular access was obtained via an antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After crossing a non-bsc guidewire and predilation with a non-bsc balloon catheter, a 7mm-180mm/130cm innova¿ stent was advanced to the target lesion. When the stent was deployed about 5cm, the whole system was withdrawn unintentionally and the stent was unable to be deployed. Therefore the physician disassembled the pull grip to expose the internal system and then deployed the stent successfully in the right position by pulling two-layered shaft with hands. However the mid stent was a bit stretched. Plain old balloon angioplasty (poba) was performed with the non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.